Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of a defective objective lens was confirmed. The objective lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface/object. The foreign material found in the nozzle could not be identified and unable to specify the cause of the foreign material in the device with the provided information. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. Additionally, it was reported to be no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was not wiped with a lint-free cloth. The following additional findings were also noted: stretched angle wires, assorted scratches, shaved forceps channel port, shaved suction cylinder, wrinkled universal cord, discoloration on the control unit, water removal ability does not meet the standard value, cracked adhesive on the bending section cover, and the up/down knob cannot be locked securely due to wear of the forceps elevator lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function 1 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer evis lucera gastrointestinal videoscope is missing the objective lens. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign object in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.